Event description:
A falsely elevated troponin I result of 16.24 ng/ml was obtained on a patient sample. The result was reported to the physician. The sample was retested on the same instrument and a result of 0.00 ng/ml was obtained. Patient treatment was not prescribed or altered and there was no report of adverse health consequences as a result of the falsely elevated troponin I result. The cause for the falsely elevated troponin I is unknown.